Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 08/2025. Device pending return.

Event description:
It was reported that one month and eight days post port placement, the tear allegedly occurred at about 50 cm and was identified under fluoroscopy using a contrast agent. It was further reported that the patient allegedly experienced arm pain and warm at first due to tear. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port MRI isp attached to a catheter in two segments was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. In addition to the returned physical sample, one electronic image was provided for review. The image show an arm with possible contrast around the humerus area and a tear in the tubing could over time if the tubing crosses a point of flexion. Based on the image review the reported event cannot be confirmed. However, the whole investigation is confirmed for the reported fracture issue, as a complete circumferential break was noted at the distal end of the catheter attached and a partial circumferential break was noted on the proximal end of the distal catheter segment. Upon infusion, a leak was observed from the partial circumferential break on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and eight days post port placement, the tear allegedly occurred at about fifty centimeter and was identified under fluoroscopy using a contrast agent. It was further reported that, the patient allegedly experienced arm pain and warm at first due to tear. Reportedly, the port system was removed. There was no reported patient injury.